Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a broken needle. The customer reported that he had two sensors which did not communication with the insulin pump. The customer's blood glucose was 7.0 mmol/l. Troubleshooting was not performed. The customer was advised to return the sensor. The sensor will not return for analysis.